Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not available for inspection as it was misplaced. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: although the device was misplaced and not available for inspection, it is believed the event is related to similar events that occurred as a result of multiple overload conditions during trialing. No further investigation for this event is possible at this time. If the device or additional information becomes available, this investigation will be reopened. The device was misplaced upon return.

Event description:
During a primary tha trial reduction there was an audible pop from the hip. They began the process of removing the trial liner and saw that it had broken. All pieces were retrieved.

Event description:
During a primary tha trial reduction there was an audible pop from the hip. They began the process of removing the trial liner and saw that it had broken. All pieces were retrieved.